Event description:
The subject device was used during a total laparoscopic hysterectomy. About 10 minutes before the end of the procedure, the ptfe pad of the device was separated. The procedure was completed with another thunderbeat device. There was no patient injury reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp (omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional info becomes available or if the device is returned at a later time, this report will be supplemented.